Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 53 year-old male patient presenting with acute on chronic decompensated cardiomyopathy. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history was notable for renal insufficiency. The patient was brought to the operating room as a bridge to durable left ventricular assist device implantation. The patient was placed on cardiopulmonary bypass followed by explant of the axillary impella 5.5 device. After device removal, transesophageal echocardiography demonstrated severe aortic insufficiency, and the patient required emergent aortic valve replacement. Additional contributing factors included a dilated aortic valve and left ventricular dilation noted on transesophageal echocardiography immediately prior to explant. Device placement had been verified by echocardiography at the time of the event. Aortic valve replacement was successfully performed followed by successful implantation of a durable left ventricular assist device. While on support, the impella 5.5 device was operating at performance level 9 with expected flows of 5.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was successfully bridged to a durable left ventricular assist device with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.